Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that shortly after beginning a new insulin pump she had a low blood glucose reading of 41 mg/dl. The customer stated that she did a triple bolus and that's when her blood glucose level went from 99 mg/dl to 41 mg/dl. The customer treated with a drink and got her reading back up to 94 mg/dl. The customer also reported a low blood glucose level of 27 mg/dl. Customer's symptoms included sweating and fast heartbeat. The customer had also gone up to 282 mg/dl and treated with the insulin pump. The customer performed troubleshooting and found 1 small air bubble in the infusion set; customer was able to remove it. Customer declined to perform the high pressure test. The customer did not believe that the insulin pump was not working, she had a low due to overcorrecting. Customer was advised to monitor her levels and to call back if problems persisted.